Event description:
It was reported that an infusion set cannula did not insert properly, leading to hyperglycemia with blood glucose exceeding 400 mg/dl; the caregiver disconnected the user from the ilet, administered long-acting insulin via subcutaneous pen, and resumed ilet use after 24 hours, with no device alerts reported and the implicated component identified as the infusion set and cartridge assembly. Symptoms included hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of subcutaneous insuli pen. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improperly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.